Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unspecified product performance issue during a system upgrade procedure. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.